Event description:
It was reported by the patient¿s spouse that the patient has not had a voice since his vns implant on (B)(6) 2014. The patient was treated for bronchitis by his following physician. Follow-up with an ent physician determined that the patient¿s left vocal cord was not functioning while his right vocal cord was intact and functioning normally. Swallow study results were normal. The device was to remain programmed off until the patient¿s voice improves; however, it was reported that the neurologist and patient are ready to have to device programmed on.